Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was implanted around 7 months prior and had already reached the elective replacement indicator (eri). The hcp realized the fast battery depletion during a normal follow up check. Impedance measurements were taken, and there were no abnormalities seen. It was also stated that stimulation settings are not that high. The patient's ins was explanted and replaced and the issue was resolved. The patient did not experience any issues related to the report.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. Per analysis (above), device code (B)(4) has replaced it. If information is provided in the future, a supplemental report will be issued.